Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the universal surgical manipulator (usm2) was not locking after draping and docking to the trocar. The customer stated it was moving from the elbow joint and confirmed the leds were solid blue. This issue happened during the last procedure as well. The system was draped and in the sterile stow position when the call was made. Tse walked the customer through a hard power cycle and the system powered back on normally with no issues. The nurse was able to use the instrument and the port clutch button on the usm2 and it was behaving normally. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce reported issue. After a power cycle of the system, the issue was resolved. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. .